Event description:
It was reported that when preparing for magnetic resonance imaging (MRI) the user noted that the patients presenting rhythm and electrograms (egm) were displayed on the mobile programmer. It was noted that the user had not ended the session from the previous patient and that the application failed to provide a warning that a new implantable device had been detected. The user ended session and then interrogated the new device. It was also reported that the mobile programmer lost connection when initiating the check of the new implantable device. The mobile programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: performance data collected from the mobile programmer was received and analyzed. Analysis of the product data /database found the customer comment that the mobile programmer lost connection was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.